Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue; the screen is not able to be read safely. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: on investigation, the display screen was not ¿cloudy¿; however, it was confirmed to be discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked from the threads to the case seal to the left of the grip pad and below the grip pad to the case seal.